Event description:
The connection between the spike of the transfer set and the spike port of the solution bag separated unexpectedly. This occurred during the first filling dwell of the cycle. The transfer set had been used for (B)(6). There was no patient injury or medical intervention. No further information is available.

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.